Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not responding very well. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer reported that they experienced high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they feel okay to troubleshooting. The insulin pump will not be returned for analysis.